Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing observed on the current electrograms (egm). The right ventricular (rv) lead triggered an alert for undefined high pacing impedance and a few spikes were also observed. The patient experienced inappropriate therapy for supra ventricular tachycardia (svt) that was detected as ventricular tachycardia (vt) and the patient was admitted into the hospital. The rv lead, ra lead, and device all remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-45 lead implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.